Event description:
According to the reporter, the standard paddle assy "fell apart". There was no report of patient use with the device when the reported event occurred.

Manufacturer narrative:
Physio-control supplied parts information to customer for replacement.